Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error which could not be cleared. The customer's blood glucose was 118 mg/dl. The customer stated that the insulin pump may have been exposed to sweat. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump had a button error alarm due to moisture on keypad traces. Insulin pump received with minor scratches on display window. Insulin pump had a cracked reservoir tube lip and missing end cap sticker.